Event description:
"Cysts" is not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported, right side fluid, cysts, hardness, pain, lumps. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device remains implanted.